Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 7f sheath hole prior to a diagnostic procedure. Reportedly, the suture was not present when the plunger was removed. The suture of one new proglide devices were successfully pre-placed. The sheath was upsized, and the procedure was completed. Hemostasis was achieved with the pre-placed proglide device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulty cannot be determined. The subsequent treatment appears to be related to the circumstances of the procedure. In this case, the device does not match the reported event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: device available for evaluation updated from no to yes h6: correction: type of investigation code 4114 was removed. H6: correction: investigation conclusions code 4311 was removed. H11: additional manufacturer narrative: revised.

Event description:
Subsequent to the initially filed report, additional information received stating: an additional device was used and was found to be defective as the suture was not present when the plunger was removed. No additional information provided.